Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted up to this time. This lead has high outputs reported on (B)(6) 2013. The physician was dr. (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).